Manufacturer narrative:
Additional information was received that indicates that the device had not been dropped or damaged. The site further reported that the event was not associated with any controller alarms or vad stops. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual instructs users to return any damaged components to heartware. Inability to read the display associated with an alarm may result in no action or the wrong or inappropriate action taken in response to critical alarms. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient's controller was noted to have a low audible alarm with no visible alarm on the controller screen. The nature of the alarm could therefore not be identified. The patient was noted to be on biventricular support. The controller was exchanged with no reported patient consequence.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing low sounding alarms with no alarm on the controller. The controller, controller ac adapter and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the controller, controller ac adapter and batteries revealed that the devices passed visual examination and functional testing. During testing, the controller was able to sound alarms and display them appropriately.   An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the units. Results revealed that the electrical connection between the batteries and the controller was stable. Analysis of the data log files revealed several a momentary disconnection between the controller and (B)(4). Additionally, it was noted that multiple disconnections had occurred between the controller and a controller ac adapter. Log files do not record controller ac adapter serial numbers, however, it's likely that the controller ac adapter may have been (B)(4). The adapter disconnections may be attributed to a disconnection and reconnection of the adapter by the patient and/or due to momentary disconnections between the controller and ac adapter. Based on the available information, a possible root cause of the reported event can be attributed to momentary disconnections; momentary disconnections will result in an audible tone without a visual alarm on the controller display. An internal investigation has been opened to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.